Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed voids in the coating. On optical analysis of the device, the foreign material regions appeared to be primarily located on the parylene and connector regions of the device. Gold flakes were observed in the packaging material. Scanning electron microscope/energy dispersive spectrometer (eds) observation found the polymer surfaces to be coated with gold. The foreign material appeared as dark regions on the sample. These dark regions were found to correspond in the regions where the gold had flaked away from the surface. Eds detected primarily polymer elements in the dark regions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after the physician elected to not implant it and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.